Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: d4 (primary UDI number). Complaint conclusion: as reported by the field, during an endovascular embolization, the delivery wire of an enterprise2 4mmx23mm intracranial stent (encr402312, 8598554) was placed in target site but the distal marker of the stent could not be seen. The physician retracted the guidewire, it was found that the stent body was separated prematurely from delivery wire. The physician removed the prowler select plus 150/5cm microcatheter (606s255x, 31198132) from the patient, it was found that the stent was in the microcatheter. New devices were switched to complete the surgery. The surgery was prolonged about 10 minutes. No patient injury was reported. No additional information is available. A non-sterile enterprise2 4mmx23mm intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and one (1) kinked condition was noted next to the retraction bump on the delivery wire. The introducer was not returned for evaluation. The stent component was inspected under microscopic magnification, and one strut was found bent. Both ends were noted as completely flared. The delivery wire was subjected to dimensional analysis and all measurements were found to be within specification, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The customer complaint regarding a stent being prematurely detached was confirmed since the stent was noted as already separated from the delivery system; based on this condition, the issue regarding a stent being impeded cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. However, it is possible that in an effort to overcome this resistance felt, excessive force was inadvertently applied during the device advancement which ultimately led to the kinked condition found in the delivery wire, and bent condition of the strut of the stent. Based on this, the customer complaint was confirmed. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ do not partially deploy the stent from the introducer. ¿ confirm that the delivery wire does not move relative to the introducer during the removal of the cerenovus enterprise vascular reconstruction device and delivery system from the dispenser hoop. ¿ confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during an endovascular embolization, the delivery wire of an enterprise2 4mmx23mm intracranial stent ((B)(6), 8598554) was placed in target site but the distal marker of the stent could not be seen. The physician retracted the guidewire, it was found that the stent body was separated prematurely from delivery wire. The physician removed the prowler select plus 150/5cm microcatheter (606s255x, 31198132) from the patient, it was found that the stent was in the microcatheter. New devices were switched to complete the surgery. The surgery was prolonged about 10 minutes. No patient injury was reported.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.